Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had shocking at the ins site that caused pain when she was standing still. Troubleshooting included turning stim down, and it was noted that the issue did not occur all the time. The hcp told the patient to get x-rays of the ins. It was confirmed there were no falls or traumas. No further complications were reported.